Event description:
Information was received indicating that during the use of a smiths medical cadd-solis pump, in an intensive care unit, it was noted that the pump stopped when the maximum dose was reached and started on an open vein maintenance rate. The reporter noted that the alarm for dose reached was low and only lasted for ten seconds. The reporter also noted that the patient received 24 hours' worth of dose in 7 hours, causing an overdose and drowsiness at the time of the event. Subsequently, the patient was well, and no adverse effects were reported. No patient injury was reported.